Event description:
It was reported that during regular inspection the cardiosave intra-aortic balloon pump unit drive manifold test fail. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5 additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)) a getinge field service engineer evaluated the unit and during periodic inspection, drive manifold test fail. To fix this issue fse replaced the drive manifold assembly (d104-00-0031). Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit drive manifold test fail.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.